Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 629 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea ,difficulty in breathing and chest pain. The customer was treated with insulin drip. Customer stated they were using auto mode feature. Customer stated that they found out that the cannula from the infusion set was bent. Customer cannot perform troubleshoot at the moment since there was no reservoir connected to the insulin pump. The device will not be returned for analysis.